Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (nc search) was performed for the finished device product code : 151101202, lot number : jh0829, and no non-conformances / manufacturing irregularities were identified.

Event description:
The patient was revised due to loosening of the femoral sleeve at the bone to implant interface. Cement manufacturer was unknown. This patient is very large is stature, has a bka on his contralateral limb and continues to smoke. He presents post surgically with pain in his thigh. Xrays show that the femoral sleeve has not ingrown and the stem appears to be broken at the stem-sleeve junction. Operatively, his implant was not ingrown and showed significant metalosis in the joint. Tissue are sent to pathology to rule out infection. The implant could be spun around once the insert was removed and this was concerning. Upon continued exploration and with removal of the femoral implant, it was found that the stem- sleeve junction was loose, not broken. A thorough debridement is performed and a long bowed cemented lps stem was placed uneventfully. The new pin that comes with the distal femoral component was utilized. No instruments were broken. Doi: (B)(6) 2021. Dor: (B)(6) 2023. Affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.